Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 322 alarm which were verified through a review of the event history log but not reproduced during evaluation. The cause was determined to be a stuck link and out of adjustment two link screws. The link/ link switch was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). There was no patient involvement. No additional information is available.